Manufacturer narrative:
The customer reported that the device not available for investigation. A review of the device history record is pending.

Event description:
The drip chamber of a primary plum y-type blood set, 200 micron filter, clave secondary port, clave y-site, non-vented, secure lock, 110 inch reportedly leaked unspecified fluid from the bottom of it. There was no report of any human harm.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.